Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. This device was manufactured on 19-jun-2017. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 19-jun-2017. 3) any anomalies or deviations identified in DHR: there were three scrap parts associated with lot 8544120. The three parts were scrapped off at the machine step in the process. The parts were scrapped out for the reason code a252: visual failure therefore there is no correlation with the scrap reason and the failure mode of the complaint. The cmm reports were reviewed as parts of this DHR review. All parts at the machining step in the process are 100 percent inspected on a cmm and all parts passed the cmm inspection therefore there is no correlation to the failure mode described. There was no material reprocessing reports (mrr) associated with lot 8544120. One ncs (non-conformances) found associated with lot 8544120. Nr-0084963 was open in relation to marathon liner product packaging therefore there is no correlation to the failure mode of the complaint. The raw material lot number 7188941 for lot 8544120 certificate of conformance was reviewed as a part of this review. No non-conformances or deviations found for raw material lot 7188941. 4) expiry date: 31-may-2022 5) IFU reference: 090200701.

Event description:
On (B)(6) 2021, the patient dislocated with "luxation of the head in the cup with inlay dislocation." Metallosis was found as well as a tilted inlay for unknown reason.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d9 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that discomfort occurred in the right hip as well as mechanical sounds.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a disassociation of inlay from cup. Head was reaming at the inner part of the cup. Unknown side affected. Doi: unknown, dor: (B)(6) 2021 - revision of inlay and head.